Event description:
It was reported that the ilet user experienced prolonged hyperglycemia after the user consumed donuts and coffee without announcing the meal, and inaccurate cgm readings prevented the ilet from delivering appropriate insulin until the sensor was replaced, after which corrections resumed and glucose trended downward. Symptoms included hyperglycemia with a fingerstick reading up to 360 mg/dl and sustained elevated glucose for several hours. Outcomes included no health consequences or clinical impact. Investigation included communication with the user and analysis of user-provided data. Investigation of this case revealed no device problem and a usage problem related to failure to follow instructions for meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.